Event description:
It was reported after cleaning and disinfection the device using the oer-5 (scope reprocessor machine), according to the reporter, nozzle clogging and coagulation were confirmed on the device. The issue found during maintenance. There was no patient harm; no user injury reported, due to the event. There is no patient infection associated on this reported event. This event includes 5 reports: report with patient identifier (B)(6) (gif-xp290n, sn: (B)(4)). Report with patient identifier (B)(6) (gif-q260j, sn: (B)(4)). Report with patient identifier (B)(6) (pcf-h290zi, sn: (B)(4)). Report with patient identifier (B)(6) (bf-p240, sn: (B)(4)). Report with patient identifier (B)(6) (gif-q260j, sn: (B)(4)). This report is for report with patient identifier (B)(4) (gif-q260j, sn: (B)(4)).

Manufacturer narrative:
A loaner was sent to the user facility. In communication with the facility it was conveyed that the scope has been cleaned and disinfected with a cleaning and disinfecting device (oer-5), but it is still dirty. According to the report, the washer-disinfector channel pressure was normal. There were no problems with the wash tube. The facility conveyed that "there is something that is not sure, whether it is red rust or blood, inside the air/water supply cylinder¿ of the scope. Facility in addition, requested to investigate the cause of clogging even though the air/water (aw) cleaning adapter and cleaning/disinfecting device used with the scope. The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Results of the component analysis and product confirmation found that the protein adhering to the inside of the pipe, gelled inside the nozzle and clogged the tip of the nozzle. It is likely that the white membrane containing the chemical solution adhered around the strainer due to insufficient or inappropriate reprocessing methods. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.